Event description:
It was reported that the colonovideoscope had a scope communication error e227 and was unable to adjust the white balance. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide (ig) protector has foreign objects and the bending section cover (a rubber) has foreign objects. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction was traced to a data error of the scope. The error was clarified as an e217 scope communication error occurring, resulting in a poor-quality image. Additionally, the most probable cause for the image guide (ig) protector having foreign objects and the bending section cover (rubber) having a foreign object was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.